Manufacturer narrative:
H3 - device evaluated by mfg? The device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak was identified on an unknown zenith flex aaa endovascular bifurcated main body graft. An unknown patient had a previous endovascular abdominal aortic aneurysm repair (evar) to treat an abdominal aortic aneurysm (aaa); however, the aneurysm sac experienced persistent growth in the time following the procedure. The physician determined that an open surgery was required to explant the main body graft, and upon removal of the graft, a tear in the fabric was discovered. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: an imaging review was performed and identified the devices placed in the procedure. The devices are not cook incorporated devices. Therefore, this event is no longer reportable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.